Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the surgeon had problems with the device. Clips were placed on duct and artery with no problem. Surgeon began to take gall bladder off the liver bed again with no problem. After doing so, the surgeon went back to look at liver and found profuse bleeding. Bleeding was stopped with argon beam cag (conmed). Drains were placed and by the time pt was taken to recovery, three 50cc bulbs of blood had been removed from pt.